Event description:
Approx 31 months post cypher stent implant, the pt complained of chest pain and transferred by ambulance. A coronary angiogram (cag) was conducted and thrombus was observed at the both lesion from the proximal end to inside of the stents. To treat the thrombus, coronary artery bypass graft surgery (CABG) was conducted. Physician's comment: the cause of the thrombotic event may be because the pt was dehydrated due to the outwork. It is not related to cypher's problem.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the ostial left anterior descending (lad) and ostial circumflex. Both vessels were de novo, bifurcated, ostial and eccentric lesion. The lesion length was 10mm and vessel diameter was 2.75mm at both lesions. Lesion classification of the vessel was a type b2. Predilation was conducted with a 2.25x15mm balloon at the circumflex. Inflation time was unk. For the lad, pre-dilation was not conducted. To treat the circumflex, a 2.5x23mm cypher stent was implanted at 12atm for 60 seconds. To treat the lad, a 2.5x18mm cypher stent was implanted at 12 atm for 60 seconds. Kissing stent technique was conducted to implant both stents. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. Activated clotting time (act) was not measured. Timi flow pre and post procedure was iii. The residual percent of stenosis was 0-25%. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2008-00062 and 9616099-2008-00063. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.